Event description:
It was reported that during a coronary stent procedure in a pre-dilated lesion, resistance was noted during removal of the delivery device after stent placement. It appears that the stent did not fully deploy. Upon removal it was noted that the stent had moved from the mid lad to the proximal lad. It was further reported that the patient will require surgery. Patient status is unknown at this time. Company is attempting to obtain additional information on this case and will file a supplemental report when the co's investigation is complete.

Event description:
It was further reported that the lesion was in the mid-lad and there was calcification in the proximal lad. The physician noted resistance in advancing the pre-dilatation catheter. He dilated the artery successfully, but again felt resistance in advancing the stent delivery system. He re-dilated the artery and then was able to advance the stent delivery system. He dilated the balloon to 8 atms, then to 12 atms successfully. He noted air in the balloon and attempted to remove the delivery system. The physician felt resistance in attempting to remove it and noted ischemic changes on the EKG. When observed angiographically, the stent was found to have moved from the mid-lad to the proximal lad following removal of the delivery device. He attempted to post-dilate with two other balloon catheters, but was not able to pass the catheters into the stent. Due to the stent being under-deployed and the subsequent ischemia, the pt was sent to ccu for observation where he remained stable. The pt had surgery on 10/22/2001 and is reported to be stable.